Event description:
It was reported that the patient presented for a generator exchange procedure due to device end of life (eol). It was noted that the left ventricular lead was dislodged and was subsequently capped on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.